Event description:
It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. During usage, the equipment froze and it was unable to perform pullback. No patient complications were reported.

Event description:
It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. During usage, the equipment froze and it was unable to perform pullback. No patient complications were reported.